Event description:
A technician reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. Additional info received from the technician reporting the myopia was not corrected. The surgeon is considering an exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).